Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of patient's hip on (B)(6) 2018. The patient was being revised due to a malpositioned cup. The explanted cup, liner and head were stryker devices.